Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not detected on the bus. A field service engineer reseated row board cable on drawer controller power circuit board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies was not detected on bus. The customer reported that users were unable to remove medications from cubies. There was no delay in patient care as the user was able to obtain the medications from the nearby stations. There were no adverse events or injuries reported based on this incident.